Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked insulin. Customer assumed responsibility for overfilling, however no additional information was known or reported. Customer declined further support from tandem technical support.